Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the monoblock controller. Controller replaced . During the investigation it was also found that system would not connect to utility suite through arcnet. Reseated system interface to correct. The system was tested and found to be working as intended and returned to service.

Event description:
The reporting facility expressed dissatisfaction regarding error/event logs associated with the 8800 system. Event logs revealed excessive xrc (monoblock controller) errors. There was no report of pt injury.